Event description:
Caller reported a malfunction on the pump with code malf 12, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.